Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. Customer's blood glucose was 530 mg/dl. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.